Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs sys. Only one needle presented. Backdown was unsuccessful. The cardiologist removed the device by cutting open the barrel to access the needle. Hemostasis was achieved by manual compression. There was no injury to the access site and no complication for the pt. The pt was discharged the next day.